Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer received education on properly loading the cartridge and assistance was provided, but the alarm recurred. Consequently, technical support arranged for a replacement pump, and the customer planned on using a backup therapy to ensure continued insulin delivery.